Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of the lot# 1409546, on a total of (B)(4) smr glenoid baseplate manufactured with this lot#. No other complaints reported on this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Shoulder revision surgery of a smr reverse prosthesis due to loosening of glenoid components was performed on (B)(6) 2018. Patient poor bone stock was reported as root cause for superior migration of the glenoid components. Patient involved has a complicated history of revision surgeries: primary surgery was done on (B)(6) 2016; first revision surgery due to loosening of glenoid components after patient's cardiac infarct done on (B)(6) 2016. During this surgery, humeral components have been maintained in situ while metal back glenoid and glenosphere previously implanted were removed; second shoulder revision surgery done on (B)(6) 2018 due to loosening of glenoid components: during this surgery, all the components previously implanted were removed and a customized glenoid was implanted to achieve the right stability. Event happened in (B)(6).

Event description:
Second shoulder revision surgery of a smr reverse prosthesis due to loosening of glenoid components was performed on (B)(6) 2018. Patient poor bone stock was reported as probable root cause for superior migration of the glenoid components previously implanted on (B)(6) 2016. A complicated history of revision surgeries was reported for the same patient: primary surgery performed on (B)(6) 2016; first revision surgery due to loosening of glenoid components after patient's cardiac infarct performed on (B)(6) 2016 (our complaint ref. # is (B)(4). Case considered to be solely patient-related so judged as not-reportable to tga). During this surgery, humeral components have been maintained in situ while metal back glenoid and glenosphere previously implanted were removed and tt glenoid was implanted; second shoulder revision surgery done on (B)(6) 2018 due to loosening of glenoid components: during this surgery, all the components previously implanted were removed and a customized glenoid was implanted to achieve the proper stability. Event occurred in australia.

Manufacturer narrative:
Check of DHR: no pre-existing defects were found by checking the manufacturing charts of the lot# 1409546, on a total of 42 l1 tt metal back manufactured with the same lot#. Explants analysis: explants not available to be returned to limacorporate. According to the info reported, explants were disposed of as per hospital policy. Pictures of explants and x-rays analysis: we received pictures of the devices explanted during the surgery performed on (B)(6) 2018 and only one post-op x-ray related to the second revision surgery (no exact date). All the data received were evaluated with a lima medical consultant. Following, medical consultant's statement: "the x-ray shows the custom glenoid prosthesis to have failed and migrated supero-medially so this xray followed the last revision surgery. The explants do not add any further useful information. Sadly, the second revision surgery with the custom implant has failed. As with any implant failure infection should always be considered and steps taken to exclude that. I think this case has now reached the point that further attempts to salvage are like to be unsuccessful, however if that was considered my comment about infection is very relevant." Complaint source confirmed us that no signs of infections were found. At today, no info received about need of an additional revision surgery/revision surgery performed due to custom glenoid failure. At this stage, we cannot back with certainty to the root cause of the event reported but we can speculate that patient's factor (poor bone stock) is the likely cause for the repeated revision surgeries reported. Event not product-related. Pms data: (B)(4). No corrective action for this specific case. Limacorporate will continue monitoring the market.